Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg was reaching end of service. As a result, the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
(B)(4). A patient¿s ipg reaching end of service was reported to abbott. The ipg was explanted and replaced. The device was not returned for analysis; however, the session report was assessed and indicates that the estimated battery longevity is consistent with the ipg at or nearing normal end of life.

Event description:
Analysis determined the ipg was approaching normal end of life.